Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer. The avl video baton 3-4 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the customer's returned avl video baton 3-4 and confirmed the reported "intermittent image" issue. The avl video baton 3-4 was connected to a known, good, test monitor. The baton would produce green static and would intermittently cease to be recognized by the test monitor. Since the customer was already provided a glidescope avl video baton 3-4 replacement and there are no repairs available for this device, the returned video baton was scrapped. Upon review of the device history for serial number (B)(4) it was determined that the device was manufactured on march 4, 2019 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device, two (2) years and one (1) month, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, when the cable was manipulated, the picture was moving around and flickered in and out. A delay in the procedure of approximately ten (10) minutes occurred as a backup glidescope avl video baton 3-4 was obtained. No harm to the patient or user was reported.